Manufacturer narrative:
Per the tandem user guide, "change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer closed the alarms and resumed insulin, and occlusion alarms continued to occur. In addition, it was reported the pump battery fluctuated. Ultimately, the customer changed the pump supplies to resolve the reported occlusions. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 400-500 mg/dl.